Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed catheter tubing and the area of the nose of the adapter of a bd 22ga iag IV product. The second photograph displayed the top web labeling of the unit package. Through the visual evaluation, the catheter tubing does not appear to be straight, however no bends or defects are observed. Catheter tubing straightness may be affected by application and use and does not necessarily indicate a defect. Based on the received photo, no bends or tubing defects could be identified. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter bent while trying to infuse the patient. This occurred with 2 catheters during use. The following information was provided by the initial reporter, translated from french to english: "at the beginning, two nurses tried to infuse a patient with correct veins, each time they were in vein, but the infusion did not pass. When I tried it myself, I realized that the catheter was "bent", when I told about it, one of the nurses said that hers was the same."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter bent while trying to infuse the patient. This occurred with 2 catheters during use. The following information was provided by the initial reporter, translated from french to english: "at the beginning, two nurses tried to infuse a patient with correct veins, each time they were in vein, but the infusion did not pass. When I tried it myself, I realized that the catheter was "bent", when I told about it, one of the nurses said that hers was the same."